Event description:
It was reported that the patient with this pacemaker had an infection. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Reportedly, the patient was supposed to be in the clinic for a device check however the patient did not show up. Upon checking the patient's chart, the field representative discovered that the patient was at another facility and scheduled for extraction due to infection. Additional information received from the field representative indicating that the patient had a systemic infection due to a large bump the patient had on the leg, which developed into a hematoma. No additional adverse patient effects were reported. The device was later returned and analyzed. The analysis found evidence of premature battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the low voltage capacitors. This high current condition depleted the battery faster than normal.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient with this pacemaker had an infection. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Reportedly, the patient was supposed to be in the clinic for a device check however the patient did not show up. Upon checking the patient's chart, the field representative discovered that the patient was at another facility and scheduled for extraction due to infection. Additional information received from the field representative indicating that the patient had a systemic infection due to a large bump the patient had on the leg, which developed into a hematoma. No additional adverse patient effects were reported. The pacemaker was not returned for analysis.